Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log verified the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Full functional testing, electrical safety testing, calibration, and simulated therapy was performed with no additional defects or malfunctions found with the device. Sample analysis did not verify the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device presented a heater bag alarm. This event occurred during patient use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.